Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during chemotherapy treatment with a spectrum pump, the flow rate would not get up to 999ml/hr. The highest rate they could get to was 850ml/hr which caused the patient¿s therapy to be an extra 20 to 30 minutes. The pump also displayed a downstream occlusion alarm with no downstream occlusion in the line. A baxter solution set was being used along with non-baxter attachments on the tubing. The tubing was noted to not have any kinks. The patient was infusing daily with etoposide 240mg/1112ml for 5 days. All but one day, the nurse could not achieve 999ml/hr. There was no report of patient injury or medical intervention associated with this event. Troubleshooting activities were performed using the tubing without any non-baxter adaptors and with plain saline and unable to achieve 999ml/hr. Further troubleshooting attempts include, 3 different tubing lot numbers, 5 different pumps, chemo vs. Saline, and still the same result of not being able to achieve 999ml/hr. No additional information is available.